Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump alarmed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.